Event description:
Medtronic received information regarding a imaging system being used outside of a procedure. It was reported that the gantry would not open after using the button on the pendant, nor the yellow emergency button and a button on the pendant. They could hear a clicking noise when the system tried to open. They manually opened the door and then performed the motion calibration, which made the system close the gantry. However, they were then again unable to open the gantry with any buttons. The system would also not dock and unable to complete the motion calibration. There was no patient involvement.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, serial/lot #: -, ubd: , UDI#: MDR codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that field service engineer (fse) verified that the gantry will not open after using the button on the pendant, nor the yellow emergency button and a button on the pendant because the gantry is rotating improperly into the door about an inch and not rotating back to allow the dingus to release . Fse could hear a clicking noise when the system tries to open. Fse manually opened the door and then performed the motion calibration several times, which made the system close the gantry. However, was then again unable to open the gantry with any buttons. The system would also not dock and unable to complete the motion calibration. Fse was able to force home the gantry control and get the system up and running but had problems getting the gantry to rotate. Fse replaced the rotor tractor drive motor and system homed properly and everything is working properly. Performed system checkout and returned to service. H3,h6: the component was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. Test tractor drive assembly with motion cart, the motor would intermittently lock up rotating forward and backwards. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, serial/lot #: (B)(6). Rev. K: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.